Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise with no pacing inhibition on the right ventricular (rv) channel for an unknown reason. A revision procedure was performed where the rv lead was surgically abandoned. The pacemaker was also explanted due to the fact that it was nearing elective replacement indicator (eri) in order to avoid another procedure in the near future. It was noted that the device had not yet reached eri at the time of the procedure. No additional adverse patient effects were reported.